Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, unexpected restart and self tests. All operating currents were within specification. Off no power alarm functions properly. No display anomaly was noted. No damage was noted on the lcd glass. The pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion or excessive no delivery tests due to the prime/fill anomaly. Unable to verify the bolus anomaly with water filled reservoir installed into the pump or test the low reservoir alarm due to the prime/fill anomaly. The pump had minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was malfunctioning intermittently. The customer stated that the basal rates were working but not the bolus dose. Customer stated that sometimes the insulin pump delivers insulin but not the full amount it is supposed to. Customer delivered a 4 unit bolus into the air but did not see insulin coming out and heard a strange noise coming from the insulin pump. Customer also reported that the lcd screen seems dull. The customer also mentioned experiencing low blood glucose and being paralyzed for four hours. Blood glucose value is unknown. Customer had heavy sweating and treated with glucose tablets. Blood glucose value at the time of the call was 15.8 mmol/l. The insulin pump would replaced and returned for analysis.